Event description:
The biopsy forceps were checked for proper opening and closing. After using several, the distal end of the forceps began snagging the gauze when the forceps were withdrawn. Use of the forceps was discontinued at that time. No injury to the pt, physician or staff occurred. On further inspection, the mechanism controlling the tip of the forceps had a "hinge" out of place. Apparent malfunction of the tip of the forceps.